Event description:
It was reported to medtronic neurosurgery that the catheter was blocked with the choroid plexus. According to the report, the device was explanted.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.